Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that when the patient initially checked the implantable neurostimulator the amplitude was set to 4.8 v for ch1 and 6.3 v for ch2. When the patient next checked the device, the amplitude was 4.0 v on ch1 and 5.5 v on ch2. A new patient programmer was sent to the patient to determine if the issue resided with the programmer, but the outcome was unknown. There were no symptoms related to the event.